Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. Immucor technical support used a remote electronic connection method to assess the test well images in question on (B)(6) 2017, which appeared as visually weak positive. The customer was sent, and the customer then installed on (B)(6) 2017 a new instrument washer manifold which corrected the problem.

Event description:
On (B)(6) 2017, a (B)(6) customer reported obtaining an unexpectedly negative antibody screen when tested on a galileo echo.